Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Secondary surgical intervention, lens was explanted. Patient is under the age of 21 and per dfu for this lens model, this lens model is contraindicated for patients under the age of 21 years. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -14/2.5/075 diopter, in the patient's right eye (od) on (B)(6) /2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and the problem was resolved.